Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (arrhythmia alarm, service code (B)(4)) has been confirmed. Upon investigation, the monitor failed incoming functionality testing. The cause for the failure was isolated to an improper connection at vcap jumper j1000. The root cause for the improper connection was unable to be positively identified. No adverse events occurred as a result of the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor displayed a service code (B)(4) and that the patient received arrhythmia alarms.